Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 5 patient samples on a cobas 8000 c702 module. On (B)(6) 2024, patient 1 had an initial mg2 result of 2.96 mg/dl. On (B)(6) 2024, the sample was repeated and the repeat result was 3.44 mg/dl. The sample was also repeated on another c702 analyzer and the result was 1.95 mg/dl. On (B)(6) 2024, patient 2 had an initial mg2 result of 3.53 mg/dl. The repeat result was 3.34 mg/dl. The sample was repeated on another c702 analyzer and the result was 2.09 mg/dl. On (B)(6) 2024, patient 3 had an initial mg2 result of 3.70 mg/dl. The repeat result was 3.65 mg/dl. The sample was repeated on another c702 analyzer and the result was 2.23 mg/dl. On (B)(6) 2024, patient 4 had an initial mg2 result of 3.70 mg/dl. The repeat result was 3.40 mg/dl. The sample was repeated on another c702 analyzer and the result was 2.24 mg/dl. On (B)(6) 2024, patient 5 had an initial mg2 result of 3.43 mg/dl. The repeat result was 3.46 mg/dl. The sample was repeated on another c702 analyzer and the result was 2.02 mg/dl.

Manufacturer narrative:
The mg2 reagent lot number is 736582. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found washing comb tubing that was leaking and replaced the tube. The service maintenance actions performed by the fse resolved the issue.